Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6), ubd: 29-jun-2026, UDI#:(B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 29-jun-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that they were implanted last year, but noticed the implant site was infected at the end of september 2022. Pt said before the infection, the scs was working great and the pt was down to 1 tylenol to manage pain. Pt said the implant site was getting redder and was puffy and the pt lay back in a chair and the implant site opened up and the pt noticed wetness around implant site. Pt said they could see the strain relief on the leads by the ins. Pt then saw hcp and had the ins explanted. Pt mentioned they were treated with antibiotics and "took awhile to get their stomach balanced out" but eventually had another ins implanted. Pt said they had gone through all kinds of problems as a result of the surgery including getting the stomach balanced out for 4 months because of the antibioti cs.